Manufacturer narrative:
Insulin pump error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to insulin pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 113 mg/dl. The customer stated that they were not able to complete rewind. The insulin pump will be returned for analysis.